Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. According to the service technician the two pressure transducer printed circuit boards was faulty and was replaced. No parts were returned and no device logs are available for the investigation. The root cause cannot be determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).